Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a varicocelectomy, the physician accidentally kinked a lantern delivery microcatheter (lantern) upon removal from its packaging. The damage to the lantern was found prior to use and, therefore, was not used in the procedure. The procedure was completed using a non-penumbra microcatheter.